Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts with a contact detach infusion set, and blood glucose remained elevated with a highest reported value of 263 mg/dl for most of the day until supplies were replaced and insulin delivery was resumed. Symptoms included none reported. Outcomes included no medical intervention, no hospitalization, and non-medical assistance from a caregiver to change supplies. Investigation included troubleshooting and education with guidance to replace the infusion set and related supplies. Investigation of this case revealed an occlusion that resolved only after a full supply change, consistent with an infusion set or delivery pathway obstruction. It was concluded, based on previously established findings for similar reports, that the cause was probable infusion set occlusion resolved by replacing affected disposable components.